Event description:
Information received indicates the head of the bed is drifting.

Manufacturer narrative:
The technician found the head valve was sticking. The technician replaced the head up and down valves to repair the bed.